Manufacturer narrative:
The device was not returned to the MFR for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. A companion sample from one of the identified lots was returned from controlled stock for investigation, simulation use tested, and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow-up MDR will be submitted when the plant completes the evaluation.

Event description:
A peritoneal dialysis (pd) pt reported tht the cycler had alarmed with unk errors. She contacted her pd nurse who instructed her to perform a drain and discontinue treatment. She opened the cassette door and found fluid leaking. The pt was advised to contact her pd nurse to alert that there had been a fluid leak. The set was discarded. During follow up the pt's pd nurse reported that the pt did not have any signs of infection. Her effluent remained clear. She was prescribed prophylactic antibiotic bactrim. No adverse event reported at this time.